Event description:
User received low sodium results for an unknown number of patient samples. Two examples were provided. Initial result was 128 mmol/l, repeat result from another analyzer was 134 mmol/l. Erroneous results were reported. It is unknown if patients were adversely affected. The field service representative determined the cause to be worn pipettor seals and replaced them. Performance tests were performed.

Event description:
User received low sodium results for an unknown number of patient samples. Two examples were provided. Initial result was 121 mmol/l, repeat result from another analyzer was 129 mmol/l. Erroneous results were reported. It is unknown if patients were adversely affected. The field service representative determined the cause to be worn pipettor seals and replaced them. Performance tests were performed.